Event description:
According to the reporter, during laparoscopic incisional hernia repair, on normal use after implantation, after dissection of adhesions to the intraperitoneal onlay mesh repair previously placed on patients abdomen at the original site of an open cholecystectomy, the surgeon noted that the original mesh implanted had split and a recurrent hernia had developed. The previous cholecystectomy was performed open, the primary and recurrent hernia repair was performed laparoscopically. The damaged mesh was left in place. A second piece of mesh was placed over the top. The laparoscopic port incisions created in the patient¿s abdomen for the recurrent hernia repair to be performed was extended. The patient experienced tissue damage as a result. The surgical time was extended for 30 minutes and the event has lead to patient hospitalization for four days. It was also stated that there was no malfunction with the tackers, it was reported as part of the system used to repair the primary hernia and recurrent hernia repairs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d10, g3, h3, h6 d10: 174006 protack 5mm disp in (lot#p8m1078py) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but three photos were available for evaluation. It was reported that the patient had experienced a medical complication as a result of device usage; an extended inpatient stay was required from product failure; and the mesh tore. The reported issue were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: the edge of the reinforcement should be at least 5 cm over the edges of the defect(s). The technique used to anchor the mesh (suture or staples) is left up to the practitioner. It is suggested to fixate the mesh at a distance of approximately 1cm from the edge of the mesh. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.